Event description:
It was reported that during aa acl repair procedure, the blade broke at the cutting end. It was also reported that an x-ray was performed to locate the broken pieces, the broken pieces were retrieved. A post-operative x-ray was taken to confirm all broken pieces were retrieved, this resulted in a 20 minute delay. It was further reported the procedure was completed successfully.

Event description:
It was reported that during aa acl repair procedure, the blade broke at the cutting end. It was also reported that an x-ray was performed to locate the broken pieces, the broken pieces were retrieved. A post-operative x-ray was taken to confirm all broken pieces were retrieved, this resulted in a 20 minute delay. It was further reported the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.

Manufacturer narrative:
The device is not available for return. A follow up report will be filed once the quality investigation is complete. Device discarded by customer.